Manufacturer narrative:
The suspect device has not been received for evaluation. The cause of the reported malfunction is undetermined.

Event description:
It was reported to boston scientific corporation in early 2006 that a rx single-use plastic biliary stent was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure (patient gender, age, and weight unkown). According to the complainant, upon deployment of the stent in the bile duct, as the catheter was being pulled back, resistance was met and the inner wire buckled and came through the side hole. The procedure was successfully completed with another rx biliary stent. No patient complications were reported as a result of this event, and the patient's condition at the completion of the procedure was reported as fine.